Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an increase in threshold. X-ray revealed that the left ventricular lead had dislodged into the right atrium. The lead was removed and replaced.